Event description:
It was reported in "inflow and outflow cannula positioning by cardiac CT imaging predict adverse neurological events in patients with heartmate 3 lvad" that heartmate 3 patients experienced neurological events including stroke and ischemic attacks. The retrospective analysis evaluated the predictive value of specific inflow and outflow cannula parameters on cardiac computed tomography (CT) with adverse neurological events (ane) including stroke and transient ischemic attack (tia) in hm3 patients. 82 hm3 patients who underwent EKG-gated contrast-enhanced CT scans for surveillance within six months post-implantation was performed. Out of the 82 hm3 patients, 24% had ane. On univariate analysis of inflow parameters, patients with ane had a greater depth of the inflow cannula (16.67 ± 6.24 mm vs. 13.04 ± 5.99 mm, p = 0.015) and a closer proximity to the anterior left ventricular wall in a two-chamber view (27.7 ± 9.8 mm vs. 35.1 ± 9.8 mm, p = 0.004). However, there was no association between the inflow cannula angle and ane.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not be conclusively determined through this evaluation. It was reported in "inflow and outflow cannula positioning by cardiac CT imaging predict adverse neurological events in patients with heartmate 3 lvad" that heartmate 3 patients experienced neurological events including stroke and ischemic attacks. The retrospective analysis evaluated the predictive value of specific inflow and outflow cannula parameters on cardiac computed tomography (CT) with adverse neurological events (ane) including stroke and transient ischemic attack (tia) in hm3 patients. 82 hm3 patients who underwent EKG-gated contrast-enhanced CT scans for surveillance within six months post-implantation was performed. Out of the 82 hm3 patients, 24% had ane. On univariate analysis of inflow parameters, patients with ane had a greater depth of the inflow cannula (16.67 ± 6.24 mm vs. 13.04 ± 5.99 mm, p = 0.015) and a closer proximity to the anterior left ventricular wall in a two-chamber view (27.7 ± 9.8 mm vs. 35.1 ± 9.8 mm, p = 0.004). However, there was no association between the inflow cannula angle and ane. The serial numbers of the heartmate 3 left ventricular assist systems in use were not provided. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU lists neurological events (not stroke related) and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU also lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.